Event description:
Pt underwent an 8 hour sleep test. Near the end of the test pt woke up with eye irritation. Co's product, ten20 conductive paste had run from the electrode and into his left eye. Pt sustained blurred vision for several weeks. Ophthamologist was visited by pt and prescribed erythromycin drops and vasocon a for treatment. Cornea was burned and irritated and tear ducts were inflammed.